Manufacturer narrative:
Investigation results: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event does not represent a new or unanticipated risk. This event type was accounted for during the product risk analysis to support an acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".

Event description:
It was reported that the device was difficult to insert and was subsequently noted to be damaged. An enroute transcarotid neuroprotection system (nps) was selected for use. During the procedure, the arterial sheath was inserted into the left common carotid artery and did not have contact with the distal carotid lesion. Resistance was encountered, prompting removal of the sheath. Upon inspection, the sheath tip was observed to be flared and damaged. There was no dissection or vessel trauma noted. A second nps was opened to complete the procedure. No patient complications were reported.

Event description:
It was reported that the device was difficult to insert and was subsequently noted to be damaged. An enroute transcarotid neuroprotection system (nps) was selected for use. During the procedure, the arterial sheath was inserted into the left common carotid artery and did not have contact with the distal carotid lesion. Resistance was encountered, prompting removal of the sheath. Upon inspection, the sheath tip was observed to be flared and damaged. There was no dissection or vessel trauma noted. A second nps was opened to complete the procedure. No patient complications were reported.